Event description:
The pt received his scs system on (B)(6) 2011. It was reported the stimulation for the pt was not thorough for his pain and was only capturing rib stimulation. Reprogramming has not been able to resolve the issue. The physician has scheduled a procedure to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.